Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles with pre-attached holder the hub collar separated from the device resulting in blood leakage. This occurred with two (2) devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-nov-2024. Investigation summary: bd received 10 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation was observed. Additionally, the customer samples were evaluated by visual examination and functional testing, by activating the safety mechanism, and the indicated failure mode for hub/collar separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub/collar separation. The root cause was determined to be a mechanical malfunction with the package load robot due to a broken transport belt. This caused parts to contact the case carton during loading which results in damage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles with pre-attached holder the hub collar separated from the device resulting in blood leakage. This occurred with two (2) devices. There was no report of adverse impact to patients or users.